Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26-june-2023 . H6: investigation summary a device history record review was completed for provided material number 309110 and lot number 2207182. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation physical samples were provided for evaluation by our quality team. Twenty (20) unit samples were evaluated; however, one (1) syringe was found to be affected with plunger movement difficulties. At this time, we are unable to identify an exact cause for the functionality issue. The syringes met the product specifications and recommended values; however, the medication used or the method used (temperature, pressure, several uses, etc.) Can affect the sliding properties of the syringes.

Event description:
It was reported that the bd discardit¿ ii syringe plunger was difficult to use. The following information was provided by the initial reporter, translated from italian to english: we hereby wish to report a problem received from us. End customer (doctor), user of discardit ii syringes (2,5,10ml) without silicone. The doctor reports a difficult and poor sliding of the plunger in the syringe with a "click" at the end of the syringe itself which does not allow adequate and controlled administration of the drug to the patient.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe plunger was difficult to use. The following information was provided by the initial reporter, translated from italian to english: we hereby wish to report a problem received from us. End customer (doctor), user of discardit ii syringes (2,5,10ml) without silicone. The doctor reports a difficult and poor sliding of the plunger in the syringe with a "click" at the end of the syringe itself which does not allow adequate and controlled administration of the drug to the patient.